Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 5 months after two dental implants were installed in intraoral regions #8 and #9, their non- osseointegration was observed. The 20 ncm of primary stability was achieved. The patient presented insufficient bone quality/ quantity (bone type IV) and fenestration occurred during surgery.